Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during cataract surgery it was observed that the lens was scratched before placing the lens in the patient's eye. There was no patient harm. Additional information received stating that during loading the mark was observed and the device did not come in to contact with the patient. The surgery was completed on the same day using an unspecified back up lens with no patient harm.